Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device have no physical damage. Error 1660 was revealed in the event history log. Functional testing was unable to duplicate the issue; however, it was confirmed in the ehl. As a preventative measure the main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 1660. There was no patient involvement.